Manufacturer narrative:
Analysis and testing of the 1 opened and used sensor. Per our visual inspection found sensor cannula was broken and not found. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported that the sensor cannula may have broken off inside his body. The customer stated that he received a no signal alert, and when he removed the sensor, he noticed that most of the sensor and cannula were missing. The customer reported that the sensor cannula was still attached, but looked short and stubby. The customer stated that he wore the sensor for three to four hours and did not recall any events leading up to this issue. Blood glucose level was 138 mg/dl at the time of the incident. The customer was advised that the sensor would be replaced and agreed to send in the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.